Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (b)(6 2018, the receiver displayed hwbat. No additional patient or event information is available. The product was returned for evaluation. An exterior visual inspection was performed and passed. The device was charged but failed to boot. The device data log could not be downloaded in this state. The device failed to communicate with the communication tool due to "call tech support" error. The complaint confirmation was confirmed. The root cause could not be determined.